Manufacturer narrative:
At the time of this report, the revision surgery has not been scheduled.

Event description:
It was reported that a fracture of the tm glenoid was identified through radiographic eval.